Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 497mg/dl. Patient's other blood glucose values are 498mg/dl, 360mg/dl and 280 mg/dl. The customer experienced symptoms such as nausea. Customer alleging that insulin pump was under delivery. The customer was treated with manual injection. The device is not expected to be returned for analysis.